Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient programmer was not working, and she had received the parts but no power cord. The patient replaced the batteries in the programmer while was on the call and was able to sync with the programmer. The setting was that the therapy was off, program 4 at 0.65volts. The patient received assistance with turning therapy on. The patient stated she turned therapy off at night but not the night before the call. She indicated that she did not know the therapy was off and she had to sync every morning, she asked if that was normal. Troubleshooting resolved the reported issue. No further complications were anticipated/reported.